Event description:
Information was received that reported a patient had been hospitalized due to hypoglycemia. The reporter stated that during the evening of 06/12/06 her insulin infusion pump with blood glucose monitor gave her a reading of 313 mg/dl. The reporter states that she gave a correction bolus based on this reading. She reports that she became unconscious due to low blood glucose was reported to have been 35 mg/dl. She was treated at the emergency room and released. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report had not yet been returned for analysis.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.